Event description:
Caller reported that the pump became hot to touch, and temperature alarms were recorded at the time of the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.